Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure that the bronchial artery was injured during lymph node dissection at the bronchial bifurcation and bled. The surgeon reported that there were no da vinci product issues. The intuitive surgical, inc. (Isi) field engineer (fe) asked the surgeon if there was any discomfort or unintended operation of a da vinci product during this event; the surgeon said there was no product problem. The procedure was converted to lateral thoracotomy to control the bleeding. Isi contacted the site's chief of respiratory surgery and additional information was obtained about the complaint: after converting to lateral thoracotomy, the bleeding was controlled with coagulation and convergent ligations of the bleeding point. It was reported that approximately 400 cc¿s of blood was lost due to this event and no blood transfusions were administered. A fenestrated bipolar forceps instrument was used on the bronchial artery when it became injured, but the customer said they will not return the instrument. The surgeon reported that the procedure was later converted from laparoscopic to a lateral thoracotomy (open) and hemostasis was performed. The surgeon reportedly does not suspect or have concern of any long-term complications with the patient. The patient was hospitalized for about one week due to this event. The patient did not experience any post-operative complications. The patient was recovering well post-operation and has been discharged from the hospital.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. The customer reported that they do not want to return the fenestrated bipolar forceps instrument that was used when the artery was damaged; this instrument has been used in subsequent procedures with no new complaints being created. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date on (B)(6) 2022 has been performed by an isi post market surveillance specialist and the following was observed: no relevant errors were observed during this procedure. Additionally, the fenestrated bipolar forceps instrument used during this event has been used in subsequent procedures with no further complaints being created. No images or procedure video were provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, a bronchial artery was injured while the surgeon was performing lymph node dissection and bleeding ensued. As a result, the case was converted to a lateral thoracotomy in order to achieve hemostasis. At this time, the cause of intra-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. The customer reported that they do not want to return the fenestrated bipolar forceps instrument that was used when the artery was damaged; this instrument has been used in subsequent procedures with no new complaints being created. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date on (B)(6) 2022 has been performed by an isi post market surveillance specialist and the following was observed: no relevant errors were observed during this procedure. Additionally, the fenestrated bipolar forceps instrument used during this event has been used in subsequent procedures with no further complaints being created. No images or procedure video were provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, a bronchial artery was injured while the surgeon was performing lymph node dissection and bleeding ensued. As a result, the case was converted to a lateral thoracotomy in order to achieve hemostasis. At this time, the cause of intra-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure that the bronchial artery was injured during lymph node dissection at the bronchial bifurcation and bled. The surgeon reported that there were no da vinci product issues. The intuitive surgical, inc. (Isi) field engineer (fe) asked the surgeon if there was any discomfort or unintended operation of a da vinci product during this event; the surgeon said there was no product problem. The procedure was converted to lateral thoracotomy to control the bleeding. Isi contacted the site's chief of respiratory surgery and additional information was obtained about the complaint: after converting to lateral thoracotomy, the bleeding was controlled with coagulation and convergent ligations of the bleeding point. It was reported that approximately 400 cc¿s of blood was lost due to this event and no blood transfusions were administered. A fenestrated bipolar forceps instrument was used on the bronchial artery when it became injured, but the customer said they will not return the instrument. The surgeon reported that the procedure was later converted from laparoscopic to a lateral thoracotomy (open) and hemostasis was performed. The surgeon reportedly does not suspect or have concern of any long-term complications with the patient. The patient was hospitalized for about one week due to this event. The patient did not experience any post-operative complications. The patient was recovering well post-operation and has been discharged from the hospital.